Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed) and confirmed they found the device not producing sound. The biomed requested a replacement speaker assembly. No further information was provided by the customer. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the loudspeaker was defective. The device was not in clinical use at time of the event, no patient involvement.